Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, a definitive root cause of the reported hand piece ¿ laser fiber catching fire issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the soltive pro superpulsed laser system's hand piece laser fiber caught fire. The issue occurred during an unspecified procedure. There were no reports of patient harm.